Event description:
It was reported that the device presented via transtelephonic monitoring (ttm) in backup vvi. The patient presented in clinic for further testing. The presenting rhythm was intrinsic faster than 67.5 pulses per minute. The hardware elective replacement indicator (eri) byte indicated that the device had not reached eri. A device download failed, and the device was replaced.

Manufacturer narrative:
Na